Event description:
The physician was treating a female patient who presented with a total right mca occlusion. The patient was treated 5 hours after onset of symptoms that included left side negative, left ue hemiplegia, and right gaze deviation. The CT scan demonstrated the patient had early signs of ischemic stroke. The merci microcatheter 18l was placed beyond the clot and a first concentric retriever l5 was deployed. The physician noted that the microcatheter 18l was easily advanced past the clot, but experienced a great deal of resistance getting the retriever through the clot. According to the technician, the retriever looked "pretty beat up" upon removal. No clot was retrieved. A second concentric retriever l5 was deployed and the physician experienced the same resistance while pulling it through the clot. At this time, the tip detached and occluded the aca (not previously involved). The physician attempted to retrieve the detached retriever tip using a snare device (not manufactured by concentric medical), but was unsuccessful. The physician then tried using a retriever x6 to retrieve the detached retriever l5 tip and the x6 caused the detached tip to move into the area of the clot (mca). This resulted in opening of the aca providing the same angiographic result as at the beginning of the attempted embolectomy and no hemorrhage was noted. The post procedure CT scan demonstrated no new findings. The physician noted that there was a very tight underlying lesion at the location of the clot.

Manufacturer narrative:
The results of the investigation on the returned device showed that the retriever l5 core wire fractured in the most proximal helix loop. Based on the results of the investigation and the information provided by the site, the specific cause of the fracture could not be determined. There was no evidence to suggest that the device did not meet specifications before distribution. In addition, the manufacturing records for retriever l5 device, lot number, 32629, were reviewed and no anomalies were found that are related to this complaint.